Event description:
On (B)(6) 2012, pt reported that she has experienced insulin leakage from the infusion sets. The leaks occur at her infusion site, and the infusion set adhesive becomes wet when she boluses. She reported she does not have scar tissue and rotates her infusion sites. Pt reported it "could be possible" that the leak is caused by an absorption issue. She did not experience this problem with the previous infusion sets she used. Pt was sent infusion sets with a longer cannula, and the unused infusion sets were requested for eval. The infusion sets that leaked insulin were discarded. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. Three attempts were made to f/u with the pt, and these were unsuccessful.